Event description:
It was reported to boston scientific corporation, that a speedband, superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure. Performed on (B)(6) 2021. During the procedure, band could not be deployed. The procedure was completed with another speedband, superview super 7 device. It was noted, that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501, for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband, superview super 7 device was analyzed. And a visual evaluation noted, that the handle assembly and ligator head were returned with the device. The handle assembly did not show any visual issues. There was evidence, that the trip wire was secured in the handle assembly slot. However, the trip wire was kinked in several sections, and may be related to user manipulation, while setting up and/or technique applied, during procedure. Additionally, the ligator head was returned without the elastic bands. Functional evaluation was performed, by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Microscope examination was performed, on the ligator head. And there was no issue found on the ligator head. The reported event of bands failed to deployed was not confirmed. The returned device review showed, no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.